Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging inaccurate erratic results. The reporter obtained blood glucose values of 128 and 188 mg/dl on a lifescan meter within 20 minutes of each other. This complaint is being reported for the following reason: based on statistical methodology, the variation between the two results exceeds the maximum acceptable value of 20% variance between readings taken on the same meter within 20 minutes of each other. The reported results did not meet lifescan's acceptable precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 8/1/2014 device evaluation: the lay user/patients test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.